Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They put a new battery in it but it would not come back on. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. It was noted that a piece of the battery cap was off. They will be sent a replacement for their battery cap. The device will not be returned for analysis.